Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Products sent to 3rd party biomed for investigation.

Event description:
It was reported that the device did not infuse in the programmed time. There were no adverse effects caused to the patient.